Event description:
It was reported that the ventricular capture management (vcm) feature showed 'high threshold condition' on a remote monitor report. Upon reviewing the vcm report, a slow, steady increase in right ventricular lead threshold was noted. The device output was reprogrammed and the lead remains still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.